Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max reperfusion catheter (5max) was kinked and coming apart upon removal from the packaging hoop. The damaged 5max was noticed prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max.

Manufacturer narrative:
Results: the penumbra system 5max reperfusion catheter (5max) was fractured approximately 74.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max was fractured. This damage may have occurred due to forceful manipulation of the 5max at extreme angles during withdrawal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.